Event description:
The complainant alleged that during biomed testing, the device's sync option would activate when the charge button was pressed. The complainant indicated that there was no pt involvement in the reported malfunction.